Event description:
The account stated the head section is not staying up when weight is placed on it. There is a loud clicking sound when it comes down.

Manufacturer narrative:
The technician replaced the head drive to repair the bed.